Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature deployment of stent occurred. During unpacking of a 9x40x120 epic¿ stent, it was noted that part of the stent was uncovered outside the external sheath, even though the secure yellow lock had not been touched. The device was introduced but it was not possible to navigate inside the vessel since there was hard friction between the stent and the intima. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The stent was inadvertently deployed approximately 3mm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. During unpacking of a 9x40x120 epic¿ stent, it was noted that part of the stent was uncovered outside the external sheath, even though the secure yellow lock had not been touched. The device was introduced but it was not possible to navigate inside the vessel since there was hard friction between the stent and the intima. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.